Manufacturer narrative:
Concomitant medical products: product ID: wr9220, lot#:, serial#: (B)(4), implanted:, explanted:, product type: recharger. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(4), ubd: , UDI#: date of event: date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding a recharger. The patient reported sensations while recharging. The sensation was described as shocking right at interstim device from the prongs. The sensation occurs right away when they start recharging. The sensation is present since they started recharging and every recharge session. The ins is located on the right upper buttock, almost at waistline. When the patient doesn't use the best, it was on bare skin. The patient said they still feel faint shocking even with the cloth and belt. The patient says that it stops if thy are sitting leaning forward and tilted to one side. The shocking only occurs with recharging. Changing programs or placing ins in MRI mode was not attempted as the ins battery was too low. The cloth helped a little, but the patient said they still feel faint shocking. The issue was not resolved through troubleshooting. The caller was redirected to patient to use thicker cloth and to call to continue troubleshooting once ins is charged up.

Manufacturer narrative:
D10: product ID wr9220 serial# (B)(6) no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.